Event description:
It is reported that a customer was hospitalized (B)(6) 2015 for a high blood glucose level of 400 mg/dl and experienced a state of diabetic ketoacidosis. The customer stated that they had issues with no delivery alarms on their insulin pump. The customer was wearing the insulin pump during their hospital stay in the intensive care unit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.